Event description:
"Pt reported that surgeon implanted a t2 tibial nail system in pt, on 9/02. Pt's reported conditions were right hip and groin pain, avascular necrosis, bone marrow edema syndrome, diabetes, and a left open tibia/fibula fracture. The operative report revealed that pt was four months post-operative from vascularized free fibula graft to left hip. Their fracture was grade iii-a. In december 2003, their doctor noted a delayed union. Five days later, pt fell from standing and had pain and reported their leg was broken. The medical record stated that upon inspection, their tibial nail had fractured and pt had fractured through a delayed union site. Co is awaiting further medical records & x-rays."